Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support again if the issue reappears. The customer acknowledged and understood these instructions.